Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer¿s blood glucose level ranged from 260-435 mg/dl. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.